Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level and the customer was alleging the insulin pump for under delivery of insulin. Blood glucose level of the customer was 21 mmol/l at the time of the incident and other relevant blood glucose level was 8.2 mmol/l. The customer was assisted with the troubleshooting. The customer was treated with insulin pump as well as manual injections and the customer had abdominal pain, eyes irritation and uncomfortable. It was stated that the auto mode was active during hyperglycemia event. The customer was alleging the insulin pump because auto mode was preventing corrections and then bringing low within one hour. The device will not be returned for the analysis.